Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc006 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "I pulled 3 needles today and they did not have the safety engaged when I 'reaccesses' the needle." This report addresses the first device.